Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of paresthesia, inflammation, skin discoloration, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered and conforming.

Event description:
Healthcare professional reported "hours after" injection in multiple sites on the "face" with juvederm voluma with lidocaine the patient experienced pain and developed inflammation and paresthesia in the "paranasal area and cheeks." Patient further described the symptoms indicating it feels as if their "smile is forced." In addition, patient notes "dark circles" under their eyes, which they did "not having prior to injection." Patient was treated with flebocortid im, radiofrequencies, betamethasone im, radiofrequencies, betamethasone im, therapeutic laser, tramadol, and ultrasonic application."